Event description:
It was reported by service report that the cot drop allegedly occurred on (B)(6) 2010 with model# 6082 s/n (B)(4). The drop was supposed to have occurred during the unloading of the cot with a pt on it. The carriage was said to not have locked into place. An emt reported a back injury as she tried to catch and lower the cot as it dropped. There was pt involvement, however no adverse consequences are reported.